Event description:
It was reported that, "while restocking on (B)(6) 2010, rep informed me that I had used a c-taper head with an accolade stem on patient. I immediately contacted dr (in person) and explained my error. He will discuss correcting the situation with the patient on mon (B)(6) 2010."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.